Event description:
During a coronary stent procedure, the physician experienced difficulty crossing a pre dilated calcified rca. While attempting to remove the delivery/stent device the stent dislodged. The stent was located and deployed with another balloon catheter in the ostium of the rca. Patient status is listed as "okay".